Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the tube was not sensing the left vocalis and the patient had to be re-intubated during the procedure. The green checkmark on the et tube did not light up, indicating that the vocalis was not being sensed properly. There was nothing causing a lack of response from the et tube. The case was completed as planned after the et tube was replaced. The patient was under general anesthesia. There was a delay in the procedure as they have to re-intubate the patient; however, this did not affect his overall care. The mainframe as a whole failed to work the following day. There was no patient impact after the procedure.